Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that balloon inflation issue occurred. The 95% stenosed target lesion was located in a severely calcified and severely tortuous distal left anterior descending (lad) artery. Predilation was performed using a 1.0x15 non-bsc balloon catheter. A 8mm x 3.00mm nc quantum apex balloon catheter was selected and advanced to the target lesion but was unable to dilate the lesion properly. The procedure was completed with a different device. No patient complications was reported and the patient's status was stable. However, returned device analysis revealed balloon longitudinal tear.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon and shaft revealed a 6mm longitudinal tear from the mid-section to the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(6).